Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the error codes were caused by corroded pins on the graphics processing unit (gpu). However, the specific cause of the corroded pins was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had an e116 error. Upon inspection and evaluation, e116 and e117 error received. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿e116 error¿ confirmed. The following findings were also noted during device evaluation: error code e116 and error code e117 appear intermittently on the unit, it is found when using test graphics processing unit (gpu) instead of unit gpu, no error codes found, unit passed all function tests note error 116 appeared intermittently and unit gpu fan stopped. Unit gpu has minor rust on contact pins. That means unit gpu is defective and needs replacement. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.